Manufacturer narrative:
The explant was returned and a visual assessment identified signs of wear. Examination of the bottom plate arms and set screws indicated that the set screws were not fully tightened, which likely resulted in slippage of the bottom plate arms in the pedicle screws and subsequent implant misalignment. Based on the available information, it was concluded that the subsequent surgery was most likely related to the surgical technique employed during the original procedure rather than to the tops system. Revisions, associated with signs of wear, have been previously reported in a small number of cases where the implant was revised, without any sequelae. The cause for the revision surgery in such cases may be multifactorial, including patient and procedure related factors. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems.

Event description:
The company received an explant from a clinic in the us. No information was provided regarding the reason for device removal. No other details were provided. The explant arrived for investigation and was examined.

Manufacturer narrative:
Explant is still in transit and no additional information about the revision is available at this time; therefore, the reason for the revision surgery and whether it is related to the tops system could not be determined. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional information becomes available, a supplemental report will be submitted.

Event description:
The company received an explant from a clinic in the us. No information was provided regarding the reason for device removal. No other details were provided and no additional information is available at this time.